Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification was performed and the cycler was found to be within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
The patient reported that the cycler alarmed for scale reading errors during the last drain. The last cycler was a fill of 2002 ml with a dwell time of 63 minutes. The drain time went to 195 minutes when the cycler alarmed for the scale reading errors. The patient drained 3954 ml. Treatment was discontinued. The cycler was replaced. During follow up the patient's nurse reported there was no adverse event associated with the potential overfill. The reported large drain of 3954 ml was 197% over the expected drain volume which resulted in a reportable device malfunction.